Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug and baclofen at an unknown concentration at a dose up to 899 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump was removed on (B)(6) 2011 because the patient had complications all along. The catheter was removed due to the skin kept splitting open due to poor surgeon. The surgeon implanted the pump on (B)(6) 2010 and also did a biopsy for cancer purposes. The surgeon removed a larger section of skin directly over the pump and when sewing it back up, the surgeon didn¿t do it properly in the patient¿s opinion. The patient had issues with the skin splitting open, leakage, and drainage from the day the patient was implanted until the removal. The patient stated that he never had an infection. The pump was removed. The patient stated he never had an issue with the pump; he had an issue with the surgeon. The patient had the device and catheter removed and no longer had an implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.